Event description:
It was reported that this right ventricular (rv) lead and right atria I (ra) lead both exhibited noise, with atrial oversensing and pacing inhibition. It was noted that both leads were implanted in 1994, and pace impedance measurements were in the low 200s ohms range for both leads. Additionally, the rv lead was set to 10 mv, and likely had been for quite some time. Technical services (ts) discussed troubleshooting options, and recommended lead evaluation to confirm threshold and impedance measurements were stable before making any programming changes. The rv and ra leads remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).